Manufacturer narrative:
Patient date of birth/age and weight were not provided for reporting. (B)(4), lot# unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in brazil as follows: it was reported that on (B)(6) 2017, a drill bit ø 1.3 mm, length 46/34 mm, 2-flute for mini quick coupling broke during the surgery. Reportedly, there were no surgical delays. The patient / surgical outcome was reported as "good". It is unknown if an alternative device was used to complete the surgery. The complained device is not available for investigation. This report is for one (1) drill bit. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the drill bit broke during osteosynthesis metatarsso procedure. It is unknown if any fragments were generated but there was reportedly no harm to the patient. The surgery was successfully completed. Concomitant devices reported: drill (part # unknown, lot # unknown, quantity 1)